Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to possible atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr) that was detected as ventricular tachycardia (vt). In addition, the right ventricular (rv) leads triggered alerts for high undefined rv defibrillation and rvtip to rvcoil lead impedance and for high thresholds. Previous high rv thresholds were noted on the lead trend. The implantable cardioverter defibrillator (ICD) and rv leads remain in use. No further patient complications have been reported as a result of this event.